Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include the patient's estimated age at the time of the event. The initial manufacturer report inadvertently did not include the estimated date of the event.

Event description:
It was reported that the vns patient¿s generator revealed high impedance (dc dc = 7) when tested during an office visit on (B)(6) 2014. The patient stated she was not feeling stimulation but did not indicate when she first noticed the lack of stimulation. X-rays were not taken at that time, and the patient¿s generator was not programmed off during the office visit. Clinic notes were received which included information from the patient¿s prior office visit that occurred a year prior, on (B)(6) 2013, which indicated that the patient had complained of lead dislocation and lead fracture at that time. The notes indicate that x-rays did not reveal any evidence of these reports. There was no indication that a diagnostic test was performed on the vns device at that office visit in 2013. Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(4) 2014. The explanted products were sent to pathology and are not expected to be returned to the manufacturer for analysis. Review of the available programming and diagnostic history for the device did not reveal any anomalies; however, the only diagnostic results available were from 2008.

Event description:
Additional information was received stating that the vns patient had a fall at an unknown time and began having issues with her device since that time.